Manufacturer narrative:
Method: a work order search. Results: a work order search was performed on the serial number and there were no similar complaints found within the work order.

Event description:
The reporter stated that the surgeon inserted and removed a cc4204bf, collamer single piece lens due to the presence of vitreous fluid. A vitrectomy was performed. A three piece lens was implanted. This facility uses a competitors phacoemulsification system.